Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. This emdr represents the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the two (2) implanted bard/davol 3dmax devices. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 13 years post implant of kugel patch, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b2, b3, b4, b5, b7, d4 (expiry date, UDI no.), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of a bard/davol kugel patch (device #1). (B)(6) 2016: the patient underwent surgery for implant of two (2) bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with indirect left inguinal hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿a large indirect hernia with preperitoneal fat was pulled out from an indirect ring and it was dissected free from cord structures. A kugel patch (device #1) was used for repair and secured with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and right inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (left - device #2 & right - device #3). Per operative notes, ¿previously placed mesh (device #1) could be visualized. The mesh was densely adherent through the peritoneum. The hernia sac was identified and dissected free. Two 3dmax meshes (left - device #2 & right - device #3) were used for repair and secured with sutures.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the left side of the repair was significantly more difficult than usual repair as hernia recurred through mesh making dissection exceptionally difficult. This at least doubled the repair.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. This emdr represents the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the two (2) implanted bard/davol 3dmax devices. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of a bard/davol kugel patch (device #1). On (B)(6) 2016: the patient underwent surgery for implant of two (2) bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."